Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2019. According to the complainant, at the conclusion of the procedure, it was noted that the balloon could not be deflated all the way. Reportedly, the balloon could not be pulled out of the scope. The catheter was then cut in order to remove the device from the scope. The procedure was completed at this time. There have been no patient complications reported as a result of this event.